Event description:
The manufacturer representative (rep) reported that post-surgery the impedances were within normal limits. However, on (B)(6) 2016 the impedance on contact 8 was showing greater than 40,000 ohms. The patient was also getting intermittent therapy; it was unknown if it was the progression of his disease process, essential tremor, or a device issue. He had not fallen since implant and contact 8 was never in question before implant. He was not programmed using contact 8 and would be seen in two weeks. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) on (B)(6)reiterated that the patient is having intermittent high impedances, so they suspect it may be the lead since they "changed" everything else. On (B)(6) the rep again reiterated that the patient was fine at the surgical revision of the extension and battery, and then in the week following revision they were high again. The patient plans to come back again on the month following date of additional information and a plan will be discussed if they still have high impedances. It was then repeated that the healthcare provider (hcp) thinks there could be an intermittent issue with the lead as everything else was exchanged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.